Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device ¿must be defective because blood has coagulated¿. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that a bd q-syte luer access split-septum stand-alone device ¿must be defective because blood has coagulated¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One used q-syte unit and photographs were received in support of this complaint. No physical/mechanical damage was observed on any of the external areas of the q-syte. The slit cut was present and in the correct position. Aspiration testing was performed:using a laboratory provided 10ml (iso compatible) syringe attached to the q-syte which was attached to the extension set; aspirated the q-syte unit with red dye/water mix; the unit passed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Indeterminate ¿ there was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defect. The defect described in the incident report could not be confirmed or replicated. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.